Event description:
It was reported by the patient that she had the realize adjustable band implanted on (B)(6) 2009. In the (B)(6) 2012, the band adjustments were increased and subsequently decreased due to the patient becoming ill. The patient would feel fine for a couple of days and then become ill again. An upper gi was performed and the patient was told that the band had slipped. The patient had an upper gi performed during week of (B)(6) 2012 the patient states that she was informed at that time that the stomach had prolapsed. The patient went into surgery on (B)(6) 2012, for the band to be repositioned or replaced. However, when in recovery she learned the band was removed. She was told that the band was "twisted" and the stomach was too inflamed to place another. She states the band has never been filled more than 9 ccs and has been empty since (B)(6) 2012.

Manufacturer narrative:
(B)(4). The device was not returned.